Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was broken.

Manufacturer narrative:
The complaint states at (B)(6) 2015, during orthokit inspection in (B)(4) warehouse it was found that the above instrument was broken. The investigation confirmed the failure mode as reported. The returned product was reviewed by bioengineering and a report was received stating this failure will be attributed to component being worn out from normal use and servicing. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.